Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was an excessively damaged ca board. The root cause of the damaged ca board was physical abuse. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged, causing the battery to not fit into the monitor. The root cause for the damaged housing was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a monitor's case was damaged. A us distributor reported that a battery was unable to power on a monitor.